Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Failure to advance: the cause of the delivery issue was determined to be patient condition due to small vessel size. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
The complainant reported that an attempt was made to implant an impella 5.5 for mechanical circulatory support; however, the device could not be advanced due to inadequate vessel size.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
A 62-year-old patient with known coronary artery disease presented with acute decompensated cardiomyopathy and cardiogenic shock, requiring more than three inotropes/vasopressors. The patient was intended to receive an impella 5.5 device via the right axillary/subclavian artery; however, the pump could not be inserted successfully due to inadequate vessel size. The decision was made to place an impella cp. A complaint was filed regarding this event, but information on patient outcome and further clinical course is missing. H6. Health effect - impact code f1903 code no longer applies.